Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pre-mature battery depletion secondary to high output pacing while programmed in magnetic resonance imaging (MRI) mode for approximately one month, which occurred due to patient leaving the facility, with ipg in MRI mode and was unable to attend for scheduled re-programming sooner than one month. The ipg was re-programmed back to previous settings and remains in use. The patient is scheduled for more frequent follow-ups going forward. No patient complications have been reported as a result of this event.